Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the mean gradient prior to the transcatheter valve implant measured 44.8 millimeters of mercury (mm hg). The transcatheter valve, per aortography, noted the valve was implanted at 7 millimeters (mm) for both the non-coronary sinus (ncs) and the left coronary sinus (lcs). The transthoracic echocardiogram (tte) prior to the implant discharge measured a mean gradient of 10 mmhg.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years following the implant of the transcatheter bioprosthetic aortic valve the mean gradient measured 10 millimeters of mercury (mm hg). At the 7-year follow up the mean gradient measured 44 mmhg with report of possible thrombosis. Oral anticoagulation was started. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years following the implant of the transcatheter bioprosthetic aortic valve the mean gradient measured 10  millimeters of mercury (mm hg). At the 7-year follow up the mean gradient measured 44 mmhg with report of possible thrombosis. Oral anticoagulation was started. No patient complications were reported as a result of this event. Additional information received indicated that the mean gradient prior to the transcatheter valve implant measured 44.8 millimeters of mercury (mm hg). The transcatheter valve, per aortography, noted the valve was implanted at 7 millimeters (mm) for both the non-coronary sinus (ncs) and the left coronary sinus (lcs). The transthoracic echocardiogram (tte) prior to the implant discharge measured a mean gradient of 10 mmhg. Additional information was received to report approximately seven years, six months following implant of this 26mm medtronic transcatheter aortic bioprosthetic valve (tav) (b864948) a multi-detector computed tomography was performed. Structural valve deterioration was reported; the primary mode of valve failure was structural valve deterioration; this was further characterized as stenosis of the bioprosthesis valve with high gradients. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-transcatheter aortic valve replacement procedure, tav-in-tav, was appropriate. No treatment was scheduled or performed to date. No patient symptoms were reported.